Event description:
It was reported that during a procedure to replace a right ventricular (rv) lead that had high thresholds there was a capture issue. The physician was placing a new right ventricular lead in the original device header, but neither the right atrial (ra) lead nor rv lead was capturing. When the lead was connected back to the analyzer, capture was observed. The clinical specialist identified that the right ventricular lead was still in unipolar pacing and switched the polarity to bipolar, notifying the physician. The lead was then placed back into the header with the device set to voo at 70, but non-capturing in both leads persisted. The lead was again placed on the analyzer, and capture occurred. This process was repeated two more times, with non-capturing still occurring. The clinical specialist consulted with the sales representative, who advised providing a new device to the physician. Upon placing the lead in the new device, capture occurred with both leads, and the physician completed the case. The original implantable pulse generator (ipg) and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.